Event description:
Patient taken to surgery for bowel obstruction. Patient regurgitated with intubation. Anesthesia machine did not pass leak test before case. The anesthesia circuit was changed and re-tested and all systems passed. After induction of anesthesia, after approximately 7 minutes of normal machine operation, the resevoir bag completely emptied and no breaths were given in volume control mode. All connections were tight and patient was connected to the circuit. The fresh gas flow was increased markedly with no improvement. Flush valve could not inflate bag. The machine was switched to manual mode and again with pop-off vavle closed, could not deliver positive pressure. An ambu bag was used to ventilate patient. Anesthesia technicians entered the room and changed circuits on the machine, rechecked machine, and reconnected to the patient with no further failure throughout the duration of the case.